Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: no defect was found. Black box review shows no activity outside of normal use, according the black box, on (B)(6) 2013 a ¿162¿ warning was unacknowledged for 9hr, 30min leading to a delivery interruption pump is able to add up correctly and to reflect user¿s programmed basal target. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was primed and passed a 24hr duration test, no delivery interruption was duplicated during the course of the test. Pump passed a 29hr flow accuracy test (result attached). The cover was removed, no intermittent condition was found to the force sensor or to the power circuitpump passed a 29hr flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient spoke with the animas representative and stated that she had been hospitalized on (B)(6) 2013 for dehydration and diabetic ketoacidosis. Patient reports she was on an IV drip and was then placed on loaner pump and discharged home on (B)(6) 2013. Her blood glucose (bg) has stayed in control since discharge. Her health care provider (hcp) had requested her original pump be replaced, as she felt pump was not delivering insulin accurately. Customer technical support (cts) trouble shooting with pump and was not able to identify any malfunction. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.